Event description:
It was reported that the 9800 system presented a "ma low error" message after each exposure. The system is still being used and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the generator batteries. The system was tested and found to be working as intended and placed back into service.